Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please also see associated report: 0001825034 - 2018 - 11381. (B)(4). The device has been returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address ongoing glenosphere disassociation from the primary baseplate. No further information available at this time.

Manufacturer narrative:
Examination of the returned device and review of provided patient radiographs confirm the reported disassociation in-vivo. The devices are confirmed to have met their dimensional specifications. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.